Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The device has been evaluated and an order for replacement parts has been placed. The fse will make the repairs when the parts are received.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started to make a loud, constant alarm sound and the digital screen of the iabp went black. The power cord was changed and the iabp turned back on with the senior registrar in attendance. The iabp did not engage into the battery back up, it simply made an alarm sound and the display went black and the iabp did not work. The iabp was plugged into alternative power source and rebooted when plugged into alternate power source. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The full initial reporter name in block e1 is kristofer pleschka. The getinge field service engineer (fse) reported that upon received of the parts, he returned to the site and replaced the coil cord cable. The fse also reported that he was not able to reproduce the reported failure. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started to make a loud, constant alarm sound and the digital screen of the iabp went black. The power cord was changed and the iabp turned back on with the senior registrar in attendance. The iabp did not engage into the battery back up, it simply made an alarm sound and the display went black and the iabp did not work. The iabp was plugged into alternative power source and rebooted when plugged into alternate power source. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started to make a loud, constant alarm sound and the digital screen of the iabp went black. The power cord was changed and the iabp turned back on with the senior registrar in attendance. The iabp did not engage into the battery back up, it simply made an alarm sound and the display went black and the iabp did not work. The iabp was plugged into alternative power source and rebooted when plugged into alternate power source. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h11. Corrected fields: h6 (evaluation result codes), h10. The getinge field service engineer (fse) reported that he was not able to reproduce the reported failure upon evaluation of the unit. However, after consulting with a senior engineer, the (fse) replaced the coil cord cable due to the occurrence of faults #111 and 118 observed in the diagnostic logs. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.